Event description:
Patient has phrenic nerve stimulation from lead. Crt-d was programmed to different vectors to alleviate pns. At (B)(6) 2018 visit, pns was improved, but still ongoing. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.